Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires.

Event description:
It was reported that the patient presented to the hospital with tiredness, possible dizzy spells, and pericardial effusion. The programmer was unable to establish telemetry with the device or induce pacing with the magnet application. The electrocardiogram showed no output from the device. It was further reported that the device was prematurely at end of life (eol). The device was explanted and replaced. There is no indication that the lead was removed. No further patient complications have been reported as a result of this event.